Event description:
Customer tested blood glucose level in the morning with a result of 89 mg/dl. Then customer took his normal dose of medicines, but took no additional medications in response to test result. The same evening, customer checked back to back blood glucose, one minute apart, with results of 208 mg/dl and 57 mg/dl. Customer took his normal dose of medicines, but took no actions in response to test result comparison. The next morning, customer checked his blood glucose level with a result of 98 mg/dl. Again, customer took his normal dose of medicines, but no additional medications in response to test result. No quality controls were used. Request was made for return of suspect device and replacement was sent.